Event description:
The patient was reported to be stable following the procedure.

Manufacturer narrative:
Medwatch number: mw5070027. The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The 8f fast cath hemostasis introducer was used in the right jugular vein, with d5ns being infused into one port and the other port was not being used. The device was assessed and there were no complications found; however around 1 hour and 15 minutes later, the patient was found in a pool of blood and it was identified that the non-abbott connector had become disconnected from the port. Fluids, albumin, packed red blood cells, and blood pressure support medications were used to stabilize the patient following the blood loss.